Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #00786201300, versys femoral stem, lot #60795348: manufactured by zimmer inc. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to corrosion.